Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood visible on the balloon, which was loosely-folded. This suggests that the device was advanced inside the patient and is consistent with an attempt to inflate the balloon, as reported. The inflation device used during the procedure was not returned for analysis, which may have aided the investigation. Therefore, functional testing was performed with a new indeflator; however, the analysis was unable to confirm the reported complaint as the balloon was successfully inflated to the rated burst pressure (rbp) without any anomalies noted. Measurements of the inflation times were also taken and met manufacturing specification. In this case, as the analysis did not identify any malfunction with the returned catheter, this may suggest that the reported difficulty was likely related to circumstances of the procedure. The lesion was characterized as moderately calcified and may have contributed to the reported complaint. The inability to inflate the catheter may be related to numerous factors including, but not limited to, device damage during manufacturing, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, patient anatomy, or from an interaction with accessory devices (indeflator, rotating hemostatic valve or guiding catheter). Additionally, during manufacturing, all balloons are visually inspected online for damage and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify product quality, including functional testing for balloon inflation/deflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the investigation, since the analysis was unable to confirm the reported difficulty inflating the balloon and did not identify any malfunction with the returned catheter, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the lesion was in the distal left anterior descending artery (lad) with moderate calcification. After applying the guide wire to cross the plaque, the voyager nc 3.5 x 12 mm dilatation catheter was inserted. Just before the balloon was being pushed into the plaque, the catheter was pressurized, but the balloon only inflated a little bit; it would not fully inflate. The catheter was removed from the anatomy and a non-abbott device was used instead. No adverse patient effects were reported. The patient is doing fine and is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.